Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements post a magnetic resonance imaging (MRI). Reprogramming options were performed. Technical services (ts) recommended further testing. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This report is being submitted to update section b5. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements post a magnetic resonance imaging (MRI). Reprogramming options were performed. Technical services (ts) recommended further testing. No adverse patient effects were reported. This crt-d remains in service. Additional information indicated that isometric exercises and pocket manipulation was performed, no noise was recorded. It was determined that the high shock impedances were related to a coil fracture of the right ventricular (rv) lead. Therefore, reprogramming was performed. No adverse patient effects were reported. This crt-d remains in service.